Event description:
Reporting status: serious injury/required intervention. Reporting rationale: dissection requiring intervention. Device issue: no device malfunction has been reported. It was reported that during the procedure in the left main artery (lm) predilatation was performed. A xience v 3.5x23 mm stent was deployed at the lm to the left anterior descending artery (lad) at 16 atm. Post-dilatation was performed. A lm and lad-d1 dissection was noted. A bare metal non-abbott 4.0x10mm stent was deployed at the lm-ostium at 18 atmospheres. The procedure was terminated. An intra-aortic balloon pump was placed and the pt was stent to the coronary care unit. The pt's heart function was stable; however, the pt developed back pain, dyspnea, and hypotension. The pt was treated with oxygen and medication. No additional info has been provided.

Manufacturer narrative:
(B) (4). (B) (4).